Manufacturer narrative:
The device was manufactured between july 22, 2018 - july 24, 2018. The device was received for evaluation. Visual inspection of the device did not identify any abnormalities that could have caused or contributed to the reported condition. Functional testing was performed and noted a leak at the spike port cap. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This event occurred during compounding of the device. There was no patient involvement. No additional information available.